Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a 3500 keypad was present and the keypad lens was cracked. A review of the event history log (ehl) identified depleted battery. During the functional testing the reported issue was able to be duplicated. There was corrosion on interconnect board as a result of fluid ingression. The root cause of this issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board, also replaced battery as preventative measure. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump exhibited a battery drained alarm when the pump would become unplugged, interconnect board issue. No patient injury was reported.